Event description:
Upon the surgeon firing the ir45b device, under-formed and partial stapling occurred.

Manufacturer narrative:
Upon visual examination of the returned device, it was observed that the device has an impression on the tissue bumps, indicating that the reload device was clamped down on some obstruction during surgery by the user.